Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation showing a tube with a stopper stuck in the top, which had been separated from its shield. Additionally, a total of 29 retained samples were functionally tested and 1 sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 1 tube exhibited closure separation where the shield was separated from the stopper during processing. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 1 tube exhibited closure separation where the shield was separated from the stopper during processing. There was no health impact or consequences reported.